Manufacturer narrative:
Concomitant medical products: 3898360-2019-00104, qn# (B)(4). The device involved has not been received by the manufacturer for evaluation at the time of this report. P/n mad500 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 80 samples were taken from the current production p/n mad300 madomizer mucosal atomization device, lot # 73a1900512, the samples were functionally inspected and issue reported as " unit is clogged during use" was not observed in the current manufacturing process. A device history record review could not be conducted since the lot number was not provided. Customer complaint cannot be confirmed at this time. Root cause cannot be determined. If the device sample becomes available, this report will be updated.

Event description:
Customer complaint alleges the device became clogged during patient use. No patient injury or consequence was reported. Patient condition reported as fine.